Event description:
Safeguard put in place during cath lab procedure, 60 cc of air was placed during the procedure. Sometime during the night the air leaked out. The patient developed a hematoma and had to be taken back to cath lab for a hematoma evacuation. FDA safety report ID # (B)(4).